Manufacturer narrative:
The essence brush head is an accessory to the essence power toothbrush. Choking may lead to permanent impairment of a body function.

Event description:
Consumer complained about bristles falling out and choking on them.